Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: recurrent culture-negative prosthetic valve endocarditis diagnosed by multimodality imaging. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "recurrent culture-negative prosthetic valve endocarditis diagnosed by multimodality imaging", was reviewed. The article presented a case study of a 50-year-old male patient with a history of infective endocarditis, traumatic subdural hematoma, severe prosthetic mitral stenosis, iatrogenic atrial septal defect, atrial fibrillation, and atrial flutter. The patient previously had infective endocarditis treated with unknown bioprosthetic aortic and mitral valve replacements when the patient was 40 years old. Approximately 8 years later the patient developed severe prosthetic mitral valve stenosis and underwent valve-in-valve transcatheter mitral replacement but was complicated by an iatrogenic atrial septal defect. An unknown amplatzer septal occluder was implanted. The patient had recurrent atrial fibrillation/flutter requiring cardioversion and amiodarone therapy. Approximately 10 years after the first episode of infective endocarditis, the patient presented with severe left lower abdominal pain with a new renal infarct. The findings were consistent with systemic embolization and raised concerns for recurrent prosthetic valve endocarditis (pve). Blood cultures grew streptococcus sanguinis and transesophageal echocardiogram (tee) revealed multiple independently mobile echodensities attached to the prosthetic mitral valve leaflets. The patient was treated for pve with intravenous ceftriaxone for 6 weeks, which resolved the vegetations. At present day, the patient presented with progressive lower-extremity discomfort and fatigue. A few days later the patient had sudden-onset bilateral leg pain and paresthesias. A whole body flurodeoxyglucose (fdg) positron emission tomography-CT (pet-CT) demonstrated hypermatabolic foci surrounding the prosthetic aortic valve, mitral prosthesis, and left atrial appendage clip, confirmed device-related infection. The patient underwent high-risk redo sternotomy for a mechanical aortic valve replacement and mechanical mitral valve replacement. The atrial septal occluder was explanted. The patient was palced on ceftriaxone and daptomycin. The patient recovered uneventfully. [The primary and corresponding author was elizabeth chan, 5777 east mayo blvd, phoenix, arizona 85054, USA, with corresponding e-mail: chan.elizabeth@mayo.edu.]

Event description:
The article, "recurrent culture-negative prosthetic valve endocarditis diagnosed by multimodality imaging", was reviewed. The article presented a case study of a 50-year-old male patient with a history of infective endocarditis, traumatic subdural hematoma, severe prosthetic mitral stenosis, iatrogenic atrial septal defect, atrial fibrillation, and atrial flutter. The patient previously had infective endocarditis treated with unknown bioprosthetic aortic and mitral valve replacements when the patient was 40 years old. Approximately 8 years later the patient developed severe prosthetic mitral valve stenosis and underwent valve-in-valve transcatheter mitral replacement but was complicated by an iatrogenic atrial septal defect. An unknown amplatzer septal occluder was implanted. The patient had recurrent atrial fibrillation/flutter requiring cardioversion and amiodarone therapy. Approximately 10 years after the first episode of infective endocarditis, the patient presented with severe left lower abdominal pain with a new renal infarct. The findings were consistent with systemic embolization and raised concerns for recurrent prosthetic valve endocarditis (pve). Blood cultures grew streptococcus sanguinis and transesophageal echocardiogram (tee) revealed multiple independently mobile echodensities attached to the prosthetic mitral valve leaflets. The patient was treated for pve with intravenous ceftriaxone for 6 weeks, which resolved the vegetations. At present day, the patient presented with progressive lower-extremity discomfort and fatigue. A few days later the patient had sudden-onset bilateral leg pain and paresthesias. A whole body flurodeoxyglucose (fdg) positron emission tomography-CT (pet-CT) demonstrated hypermatabolic foci surrounding the prosthetic aortic valve, mitral prosthesis, and left atrial appendage clip, confirmed device-related infection. The patient underwent high-risk redo sternotomy for a mechanical aortic valve replacement and mechanical mitral valve replacement. The atrial septal occluder was explanted. The patient was placed on ceftriaxone and daptomycin. The patient recovered uneventfully. [The primary and corresponding author was (B)(6)].

Manufacturer narrative:
In a research article, "recurrent culture-negative prosthetic valve endocarditis diagnosed by multimodality imaging," patient device incompatibility, endocarditis, pain, and fatigue was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A prolonged hospitalization, unexpected medical, and surgical interventions were a result of case-specific circumstances, as medication was administered and the device was removed surgically. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Literature attachment: recurrent culture-negative prosthetic valve endocarditis diagnosed by multimodality imaging. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.